Event description:
The customer reported a primary plum set that during priming particles were noticed in side the chamber. There was no patient involvement and no harm. One (1) used list# 140013190, prm plum set 15 mcrn fltr in sght chmbr, clv prt, clv y-site 107 inch 272 cm, non-dehp. Lot# 3894733 was received for evaluation. The complaint of particulates found within the fluid path can be confirmed. As received, there were white particulates found inside the fluid path of the drip chamber. All particulates found to be equal to 0.2 mm^2 or less when compared to the tappi size estimation chart (tappi test method t 564). There are particulates that could be less than 15 microns and could pass through the filter if suspended in a liquid. An ftir analysis was done on the particulate found and no significant correlations were found. The probable cause and origin of the particulates is unknown. A device history review was completed for lot 3894733 and no discrepancies or non-conformances were found that would have contributed to the reported complaint.